Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump, identifying a resettable malfunction code. There was an unknown impact on the customer¿s blood glucose level, as they declined to answer whether it exceeded the critical threshold. Technical support assisted the customer with resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer was instructed on how to store the pump safely and was provided with a pre-paid label for returning the faulty pump. Meanwhile, the customer was advised to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.